Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker change out. The leads were attached to the new pacemaker and checked. The left ventricular (lv) lead was found with high threshold and varying low voltage impedance values. It was determined there was something wrong with the insulation. All other lv pacing vectors had higher threshold. The physician decided to change the device to right ventricular (rv) only pacing. The lead remained implanted. The patient was stable.